Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that three days worth of bolus did not record in bolus history and customer was not sure is insulin was delivered. Customer's blood glucose was 249 mg/dl. Caller was transferred to helpline.